Event description:
Report received of an overdelivery. The pump was programmed to deliver 1000ml of an unspecified solution at a rate of 125ml/hr. It was reported that 1000ml infused in 3.5 hours instead of the intended 8 hours. The patient did not experience any adverse effects. Though requested, no further information was available.